Manufacturer narrative:
The reported events were dislodgment, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix retracted and covered with blood / tissue. Final analysis found the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event of a helix mechanism issue was due to blood / tissue in the helix housing, on the inner coil, and over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No further anomalies were detected.

Event description:
It was reported that the patient's right ventricular lead dislodged. During lead revision, the helix failed to be extended. The lead was then explanted and replaced. The patient was stable.